Event description:
Incorrect behavior - sometimes flexs sometimes not, fallen twice because it stiffens up on her. Further information received on 11/02/2023: 1st fall - fell by the restroom. 2nd fall - fell forward coming out of the kitchen. Knee would not flex and fell forward in extension. Her left wrist was swollen and she was wearing a wrist orthosis. First fall, the knee flexed when she wasn't expecting, and the second time the knee would not flex and remained extended causing her to fall forward. Standing near the bathroom and the knee flexed on her causing her to fall. The second time she was ambulating forward and the knee remained extended and she fell forward.